Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer. The device was returned for analysis. The device returned without the rotapro loaded on it, therefore, no sign of entrapment could be found. Proximal section was kinked. A microscopic examination revealed a portion of the spring tip was detached and did not return for analysis. The guidewire was measured the total length was between the tolerances established on the drawing, even though a portion of the spring tip was detached and did not return for analysis.

Event description:
It was reported that a device separation occurred, resulting in an unretrieved device fragment. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotawire drive was selected for use. During the procedure, it was noted that the rotawire drive encountered resistance during removal and the tip became separated at the apex opaque part. It is assumed that the tip of the wire strayed into the peripheral branch and became trapped when it was removed during dynaglide mode. Several conventional wires were used in attempts to remove the fragments, but the wire could not be removed and was left in the body. The procedure was completed with another device of the same device. No patient complications were reported, and patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a device separation occurred, resulting in an unretrieved device fragment. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotawire drive was selected for use. During the procedure, it was noted that the rotawire drive encountered resistance during removal and the tip became separated at the apex opaque part. It is assumed that the tip of the wire strayed into the peripheral branch and became trapped when it was removed during dynaglide mode. Several conventional wires were used in attempts to remove the fragments, but the wire could not be removed and was left in the body. The procedure was completed with another device of the same device. No patient complications were reported, and patient was in good condition after the procedure.